Event description:
Product was returned as an implant failure after 6 months. Based on the report, the patient had no relevant medical history, oral hygiene was described as good, and bone condition was described as good. Surgery was traditional 2 stage on tooth #13 and the fixture was placed with primary closure. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to a failure of osseointegration. Doctor indicated that the patient has recovered from the explant with no complications.

Manufacturer narrative:
Results: visual examination was acceptable, sla surface treatment was confirmed. The product meets its dimensional specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The exact reason for the implant's failure to osseointegrate is unknown.